Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/17/2015. The fse found a loose fitting at wire maker 6 (wm6) on the bsv that was leaking less than 1 ml of clear fluid. The bsv was replaced resolving the leak. Multiple startups and shutdowns were performed with no issues observed, and controls ran within specification following the repair. (B)(6).

Event description:
The customer reported a diluent fluid leak from the blood sampling valve (bsv) on a coulter hmx hematology analyzer with autoloader during startup. The leak was contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.